Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Trial patient stated that leads were accidently pulled out. Surgical intervention was scheduled and planned for (B)(6) 2018. The issue was resolved at the time of this report. The patient indicators for use are for urge incontinence/urgency frequency. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. Product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.